Manufacturer narrative:
Follow up report 001 ref to natus complaint# (B)(4) the lot number of the affected device was not provided by the customer. Capa005781 was opened to investigate the increase in complaint rates for the eds product line. Risk management review: a review of (B)(4) medical device hazard analysis rev 13, identifies the hazard situation as "4.36 - stopcock valve unable to turn / rotate and/or handle breakage" the risk level is considered moderate. Based on complaint of "stopcock broke." This determination is based on the information received from the customer. Root cause/failure investigation: the customer did not return the device for evaluation or provide further information regarding the alleged failure. Additional testing and evaluation could not be performed as the product was not returned. Devices are fully tested prior to release of product. No further action is required; complaints will be tracked and trended for recurring issues. Failure mode: no device returned - unable to determine.

Event description:
Nt821731c - the rn attempts to turn the knob to drain the chamber, the plastic knob breaks off, rendering the system unusable and preventing proper drainage. No injuries.

Event description:
Nt821731c - the rn attempts to turn the knob to drain the chamber, the plastic knob breaks off, rendering the system unusable and preventing proper drainage. No injuries.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). Per (B)(4) rev 11 risk analysis spreadsheet - eds 3 external drainage system hazard 4.36 - stopcock valve unable to turn / rotate and/or handle breakage effect (harm): delay in patient treatment, over / under drainage of csf and infection residual risk: medium the hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Related to CAPA 005781. Further investigation to be carried out.